Manufacturer narrative:
Continuation of d10: product ID a820; serial# unknown; product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820; serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing unknown morphine. The indications for use was spinal pain. It was reported that the patient mentioned the percentage would 'sit at 91% for awhile'. The patient also reported that they saw the code 0x3886868. The patient confirmed they were able to connect through and receive their bolus, it just takes a long time to connect and 'it's slowed down considerably.' The manufacturer's patient services specialist (pss) assisted the patient and the patient had the myptm app open with service code 338 on it. Pss assisted the patient in clearing the message and the patient was able to connect without issue.